Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: the returned product consisted of a coyote fc balloon catheter stuck on an unknown 0.014 guidewire. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen is torn from the exit notch to approximately 4.5cm from the exit notch. The inflation lumen is torn from the exit notch to approximately 5.5cm form the exit notch. The balloon is buckled. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that device was difficult to remove. The 99% stenosed target lesion was located in the severely tortuous and severely calcified plantar region artery. A 1.2mmx15mmx142cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon was difficult to remove, and the resistance was severe. Eventually, the device was removed with strong traction. The procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: takasaki city, gunma prefecture.

Event description:
It was reported that device was difficult to remove. The 99% stenosed target lesion was located in the severely tortuous and severely calcified plantar region artery. A 1.2mmx15mmx142cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon was difficult to remove, and the resistance was severe. Eventually, the device was removed with strong traction. The procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.